Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, patient's left total knee was revised to address pain, discomfort, osteolysis, and aseptic loosening of tibial and femoral components. Loosening was identified to be between the femur implant to cement interface, while the tibia was noted to be loose at the cement to bone interface. There were osteolytic defects beneath the femur, tibial tray, and the patella. There was extensive synovitis. All components were revised and this was captured in (B)(4). It should be noted, that intraoperatively, while placing the revision tibial metaphyseal sleeve, the surgeon caused a small intraoperative bone fracture that he applied bone graft to, but no other intervention was required. There were no other issues reported. Doi: (B)(6) 2017, doe: (B)(6) 2017, left knee.